Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon had difficulty mounting the end-cap. Due to the incident, the operation was extended for forty minutes. The surgeon was able to mount the end-cap by using a crown reamer. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Explant date: device has not been explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.